Manufacturer narrative:
(B)(4). Device evaluated by MFR: f/g,promus element,mr,ous 3.00x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. The 3 most proximal stent strut rows were damaged and stretched in a proximal direction. The outer diameter of the undamaged portion of the crimped stent was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08-aug-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. A 90% stenosed target lesion was located in the proximal to mid right coronary artery (rca). After a 6f non-bsc guide catheter was engaged and a 0.014x180 cm non-bsc guide wire crossed the lesion, pre-dilation was performed using a 2.0x10 mm and 2.5x10mm non-bsc balloon catheters. A 3.00x32mmpromus element ¿ drug eluting stent was then advanced but failed to cross the lesion despite several attempts. The lesion was again predilated using a 2.5x10mm non-bsc balloon and a 3.00x38mm non-bsc stent was deployed at 14 atmospheres. Post dilation was then performed using a 3.0x10mm non-bsc balloon. Angiogram was performed and revealed no residual stenosis with timi iii flow. The procedure was then completed. No patient complications were reported and patient's status was stable. However, returned device analysis revealed proximal stent damage.